Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for high blood glucose levels. The customer's blood glucose reading was 398 mg/dl during the call. The customer stated that the cannula was bent when she removed the infusion set. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Nothing further was reported.